Event description:
The total joint prosthesis was placed on 5/20/92. On or about 10/27/94, pt felt a significant shift in her bite when she opened wide. The radiographs were taken, indicating that she had fractured the mandibular component of the prosthesis. It fractured transversely through the top screws placed in the device. The bite had a significant shift to it. The pt is a chronic clencher and bruxer, and this was likely a contributory factor.